Event description:
An optometrist reported a case of trace central corneal haze, observed on a patient's left eye at post two month photo refractive keratectomy (prk). Reporter indicated patient noted dry eye, and no change in visual acuity. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).